Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the surgeon tried to make a second knot, the stitch was cut. It happened twice with 2 different devices. There was no patient injury.